Event description:
It was reported that the patient was experiencing inadequate and loss of stimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.